Manufacturer narrative:
Evaluation codes result correction to section h6 evaluation code conclusion. Device evaluation summary: the graphical user interface printed circuit board (xena ii) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and replaced the gui (graphic user interface) central processing unit (cpu) pcb (printed circuit board) and updated the backlight inverter pcbs. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated multiple error codes and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury. Although loss of ventilation was reported, the field service repair does not indicate that the ventilator would have stopped delivering breaths to the patient.